Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 2249697-2012-02043.

Event description:
It was reported that the pt has experienced consistent pain since the surgery in february. He has undergone physical therapy for his hip but it has not helped. Within the last month, his pains have changed. He has begun to experience mid gluteal and inguinal tenderness in the groin. He also has other condition in that leg unrelated to the hip implant. A recent MRI has shown fluid on the left hip and his blood work shows elevated metal content. He has had two consecutive blood tests and he heavy metal levels have shown minor elevations. He will have additional testing around thanksgiving. His surgeon advises that if the metal levels are increased at that time, a revision surgery is recommended.